Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va09e65, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient had lots of leakage, which had slowed down from 5-6 times at night to 1-3 times. The patient stated they would never do it again and noted the second device was worse than the first device. They mentioned they had worked with a manufacturer representative (rep) about eight months ago, who had set up their programs. The patient was on program #4 at 4.5 volts, got some reaction, then upped it to 4.7 volts, after which they consulted with the rep who stated they could try a little higher and went to 4.9 volts, and got a real jolt in the penis and scrotum. They went back to 4.8 volts. The patient noted the rep knew about the leakage and jolt eight months ago. The patient mentioned that three weeks ago they had a colonoscopy on the transverse colon and there was a source of blood they couldn't identify. The patient wanted to know if the jolt was what had caused the blood, however the healthcare provider (hcp) didn't think it was related. They noted they would be having a virtual colonoscopy with x-rays a week from today ((B)(6) 2016), and also mentioned their left butt cheek was sore. The patient went to another hcp for a second opinion and they told the patient that it wasn't going to completely help, and recommended they go to another urologist. Information omitted regarding first ins and bleeding as they were captured in (B)(4) and (B)(4) additional information received reported that the steps the patient took to resolve the leakage issue was they tried changing to program 4 at 4.8v and noted this was uncomfortable. They stated they were still having leaking problems and stated they hadn't been back to see their doctor. The patient noted that the steps taken to resolve the sore buttock issue was that their doctor said there wasn't enough fatty tissue there so it was still sore. Additional information received reported the steps taken to resolve the leakage was the patient tried changing the program by raising it to program 4 at 4.8v. By raising it higher than that, they received discomfort in the scrotum area. However, they were currently set at 4.8v and were still having leaking problems. It was also stated that the steps taken to resolve the soreness in the left buttocks were none because the doctor felt there wasn't enough fatty tissue to make enough padding to help with the discomfort. It was noted the patient was having further problems as their gastrointestinal doctor had attempted to do several colonoscopies and was having the area in the ascending colon and the descending colon clear; however, there was blood appearing in the transverse colon which the doctor couldn't determine the source of it. They had made arrangements for the patient in the radiation department at the clinic to have a virtual colonoscopy. After taking all of the medications in preparing for it, the patient took a suppository, and after traveling to the clinic, they had a tremendous accident at the clinic. After cleaning themselves up, they attempted the virtual colonoscopy and found it was too muddy to do the scan. They gave the patient another suppository, and they waited 4 hours before attempting the procedure again. The clinic said the stool was still too muddy and sent the patient home. The patient was recommended to see their doctor. The patient felt it appeared that the wire from the stimulation was causing problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.